Event description:
It was reported that an ilet user experienced repeated ¿restart ilet alert 38¿ events consistent with consecutive motor stalls while changing the cartridge and tubing, leading the user to discontinue pump therapy and use subcutaneous insulin injections; a replacement ilet was provided and the original was requested for return. Symptoms included hyperglycemia with readings reported over 400 and no acute symptoms. Outcomes included interruption of insulin pump therapy and reliance on manual injections without hospitalization or professional medical intervention. Investigation included complaint intake review, troubleshooting and education, and arrangement for device return. Investigation of the returned device revealed a motor stall malfunction of the insulin delivery mechanism consistent with consecutive stalled motor events.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.